Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the threads of the shell inserter fractured off into the acetabular shell during impaction. The surgeon removed the shell and completed the surgery using a new shell and inserter.

Manufacturer narrative:
The straight shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. The inserter hex bolt is fractured at the leading threads, and the broken piece is left in the shell. A complete dimensional analysis cannot be performed because of the fracture of the bolt. Device field age is approximately 1 year based on manufacturing date. Receiving/inspection report were reviewed and the shell inserter was accepted by zimmer quality control. Inspection documentation shows all devices that were inspected met specifications. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. A definitive root cause for the instrument fracture cannot be determined with certainty based on the information provided.